Event description:
It was reported that a user newly initiated on the ilet experienced elevated blood glucose of 313 mg/dl without symptoms after an unannounced snack while the system was in the learning period, and the user elected to allow the ilet to correct with guidance to change supplies if glucose did not regulate. Symptoms included no reported clinical manifestations. Outcomes included troubleshooting and education regarding hyperglycemia management and guidance on supply changes. Investigation included customer support review and user coaching on device operation and use during the learning period. Investigation of this case revealed no device malfunction reported, and the event was consistent with hyperglycemia of unclear cause potentially influenced by unannounced carbohydrate intake during early system adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.